Manufacturer narrative:
This report is submitted on february 07, 2016, by cochlear limited on behalf of (B)(4). Exemption number e2016011. H3 other text: device not returned to manufacturer.

Event description:
It was reported that the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2017.